Manufacturer narrative:
Initial suture breakage malfunction events: 226. Initial suture breakage devices returned: 246. 17 use error caused or contributed to event 192 no device failure. 21 manufacturing deficiency. 16 unable to confirm complaint. Initial needle breakage malfunction events: 102. Initial needle breakage devices returned: 161. 20 use error caused or contributed to event. 129 no device failure. 3 manufacturing deficiency. 9 unable to confirm complaint. Initial needle pull off malfunction events: 147. Initial needle pull off devices returned: 254. 15 use error caused or contributed to event. 159 no device failure. 48 manufacturing deficiency. 32 unable to confirm complaint. Follow-up suture breakage malfunction events: 16. Follow-up suture breakage devices returned: 41. 1 use error caused or contributed to event. 39 no device failure. 0 manufacturing deficiency. 1 unable to confirm complaint. Follow-up needle breakage malfunction events: 9. Follow-up needle breakage devices returned: 7. 1 use error caused or contributed to event 1 no device failure. 3 manufacturing deficiency. 2 unable to confirm complaint. Follow-up needle pull off malfunction events: 17. Follow-up needle pull off devices returned: 43. 5 use error caused or contributed to event. 32 no device failure. 4 manufacturing deficiency. 2 unable to confirm complaint. All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes <noe> 517 </noe> malfunction events, including 242 suture breakage, 111 needle breakage and 164 detachment of device component that occurred intraoperatively.